Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: (B)(6) inratio inr=5.7, patient self tester withheld coumadin for the evening per doctor's instruction (based solely on the inratio result). (B)(6) inratio inr=1.9, lab inr=1.7. The patient self tester provided previous results and feels that these results were accurate: (B)(6) inratio inr=2.8, (B)(6) inratio inr= 2.4, (B)(6) inratio inr=2.2. The patient self tester's therapeutic range is: 2-3.

Manufacturer narrative:
Correction: on initial medwatch report it was indicated that the patient had fibromyalgia. However, the patient was diagnosed with polymyalgia. He also indicated that he may have rheumatoid arthritis and the physician may be using the prednisone to treat both conditions. Conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, the testing history for lot 365429a was reviewed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have polymyalgia. Inflammation was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Root cause is unable to be determined at this time without product return. Further investigation into this issue is being performed under CAPA-(B)(4).